Event description:
Customer reports receiving an error outside of device's specs on her meter while using the aviva system. Customer reports having a heavy head and was nauseated and her daughter and husband drove her to the ER. Customer reports they tested her blood glucose with a result of 175 mg/dl and treated her with insulin. Customer reports she felt better later and was released. A request was made for return of the suspect product, and a replacement was sent.